Event description:
A pharmacist reported to baxter (B)(4) of a colleague compatible set with filter in which a crack was observed in the set. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a colleague compatible set with filter in which a crack was observed in the set was confirmed during sample evaluation. During visual inspection, the set tubing was observed to be damaged next to the injection site causing the leakage. No other tests were performed. The assignable root cause of the reported condition is related to a manufacturing issue. No repairs were made since this is a single use device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.